Manufacturer narrative:
Concomitant medical products: 4196-88 lead, implanted: (B)(6) 2011, 4076-45 lead, implanted: (B)(6) 2007.

Event description:
It was reported that t-wave oversensing was noted only post lv-only pacing when a pacing threshold test was being performed. The patient is indicated to have a device that cannot deliver lv only pacing outside of a threshold test. The lead remains in use. No patient complications have been reported as a result of this event.